Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse manager reported to fresenius technical services that the blood pump rotor on the 2008t machine damaged the blood pump tubing segment of the (unknown brand) bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. A level detector alarm was also received during the treatment. A replacement blood pump rotor was requested. Additional information was obtained during follow-up with the user facility biomedical technician (biomed). The biomed stated the cap on the blood pump rotor comes loose from the top. A replacement was ordered but not received at the time of follow-up. A sample will be returned to the manufacturer once the replacement is received and installed. No additional information was available. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse manager reported to fresenius technical services that the blood pump rotor on the 2008t machine damaged the blood pump tubing segment of the (unknown brand) bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. A level detector alarm was also received during the treatment. A replacement blood pump rotor was requested. Additional information was obtained during follow-up with the user facility biomedical technician (biomed). The biomed stated the cap on the blood pump rotor comes loose from the top. A replacement was ordered but not received at the time of follow-up. A sample will be returned to the manufacturer once the replacement is received and installed. No additional information was available. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported.